Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a high result for 1 patient sample tested for thyrotropin (tsh). The high result was reported outside of the laboratory. The tsh result was 48.70 uui/ml. The customer expected a result within the normal reference range for tsh. Repeat testing was not performed. No adverse event was reported. The e602 analyzer serial number was (B)(4). Calibration and quality controls were acceptable. A specific root cause could not be identified. The analyzer performance data indicate the instrument works within specification. An instrument issue can most likely be excluded. Based on the available data, a general reagent issue could be excluded. The sample was not available to complete the investigation. A possible root cause may be related to interference in the sample, but this could not be confirmed as the sample is no longer available.